Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager contacted zoll customer indicating that a (B)(6) year old female patient reported that she was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The patient was treated at 13:48:17. The patient reported that she was in her room at the time of the event. The patient's husband reported that he heard the device alarm and went to check on his wife. He reported that she was lying on the device, and she did not remember to press the response buttons. He attempted to press the response buttons but only pressed one. Review of the patient's downloaded data indicates the response buttons were pressed after the treatment was delivered. The patient did not seek medical attention and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained serious injury. The patient did not seek medical attention and continued use of the lifevest. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - (initial use). Electrode belt sn (B)(4) - (B)(6) 2010 (reuse). \additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.